Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon evaluation the monitor was able to successfully acquire an ECG signal and fire full energy pulses without resetting. Download data revealed that the monitor reset after delivering 8 pulses between (B)(6) 2015 and (B)(6) 2015. The root cause for the resets was isolated to noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. The noise propagation may intermittently cause a reset of the pxa processor on the c/a board. PMA supplement p010030/s064 to address this issue was submitted to FDA on 07/06/2015 and is currently under review. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting. Further investigation into the monitor revealed that the last patient to use this monitor was treated. While using monitor sn (B)(4), the patient received a total of 22 treatments between (B)(6) 2015 and (B)(6) 2015. The patient was in the hospital at the time of the event and continued to use the lifevest. Treatments #1-7, 9-10, 13-16, and 20-21 were appropriate during runs of vt/vf. The arrhythmias were successfully converted by the treatments. Treatment #8, 11-12, 17-19, and 22 were inappropriate during runs of non-sustained ventricular tachycardia (nsvt). Monitor sn (B)(4) reset after delivering pulses #1-8. Monitor sn (B)(4) was replaced and the patient was later appropriately treated two more times during vf on (B)(6) 2015. The patient's arrhythmias were successfully converted. The patient survived and there was no adverse event.